Event description:
Additional information revealed this implantable cardioverter defibrillator (ICD) was explanted approximately after a year due to infection. A new subcutaneous implantable defibrillator (s-ICD) was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was repositioned.

Manufacturer narrative:
--